Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing coil embolization procedure using ruby coils. During the procedure, while attempting to advance a ruby coil through the lantern delivery microcatheter (lantern), the physician experienced resistance and decided to remove the coil. Upon removing the ruby coil, the ruby coil pusher assembly became kinked. Therefore, the ruby coil was set aside and the procedure was successfully completed using three additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.